Event description:
Novasure was pre-checked prior to bringing the patient into operating room for procedure (dilation and curettage, hysteroscopy, novasure ablation). When powered on, machine started alarming. Co2 cartridge replaced and machine stopped alarming. When powered on again for the ablation, it began alarming again. Vendor technical support called. Suggested solutions were not effective and vendor recommended aborting the procedure.